Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater line (red clamp) of a homechoice cassette leaked. This occurred during set-up of the device for peritoneal dialysis (pd) therapy. The patient was not connected at the time of the event. There was no patient involvement. No additional information is available.